Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: (B)(6) 2021. H6. Investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label or inner shield. Customer states that the insulin would not flow during the injection. The returned pen needle was examined and exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer. H3. Other text : see h10.

Event description:
It was reported while using bd nano¿ 4mm pen needle insulin would not flow during injection. The following information was provided by the initial reporter: it was reported that the insulin would not flow during the injection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd nano¿ 4mm pen needle insulin would not flow during injection. The following information was provided by the initial reporter: it was reported that the insulin would not flow during the injection.